Event description:
It was reported that the customer was taken to the hospital and she had a virus and her blood glucose was high. It was stated that the customer's blood glucose was treated with an insulin drip, and her blood glucose was normal. The mother believes that the insulin pump was working properly and she just wanted to know about basal rates. Advised the caller to call us back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.